Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a battery failed alarm. The customer¿s blood glucose level was 203 mg/dl. The customer reported that they had a power error alarm on the insulin pump. The customer reported that contacts on the battery compartment was very loose and not staying connected to the cap. The insulin pump will not be returned for analysis.